Event description:
It was reported that the pt had their device explanted "years ago" due to "a lot of problems with it". The device was with the pt who stated that it was "sitting on a shelf". The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.